Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. The cause of low bg was unknown. The customer received third party assistance from their wife, who provided carbohydrates, glucose tablets, a glucose shot and helped the customer walk to address bg. This event did not cause an injury. The customer will contact tandem technical support if they require further assistance. No additional patient or event information was available.